Event description:
It was reported that, during a pci procedure, a tear was noticed in the mach1 guide catheter. According to the customer, "the tear was noted at the distal tip during the procedure." Follow up with the customer revealed that, "the distal top was torn a little and the brade was exposed. However, it was unknown when the damage occurred. Device was easily removed and replaced." The lesion being treated was located in the proximal right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good."